Event description:
It was reported through the pacing clin. Electrophysiol. Journal identifying an abbott loop recorder that may be related to a undersensing due to inadequate r-wave detection resulting in false arrhythmic alerts. No resolution was documented. Specific patient information is documented as unknown. Further details were not listed. Details are listed in the article titled " diagnostic accuracy of r-wave detection by insertable cardiac monitors. Pacing clin electrophysiol. 2020;43:511¿517. Https://doi.org/10.1111/pace.13912." Additional information was requested but is not yet available.

Manufacturer narrative:
Additional information was requested but was not available.